Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2021 at 2 pm with the blood glucose of 23.1 mmol/l. Customer had another blood glucose of 22 mmol/l and 25 mmol/l. Customer was treated with the insulin pump and intravenously. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering because they spent the whole day trying to give bolus but it never worked as customer kept getting high blood glucose. As advised customer was still on insulin pump and today it was removed as medical staff concluded the insulin pump was not delivering insulin. It was stated that the auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.